Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received three ineffective shocks. Interrogation showed low hv lead impedance and noise. Noise was not reproducible during provocation testing. When attempts to explant the lead were unsuccessful the lead was capped and replaced. Patient condition after the event was good.